Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
Upon deployment of the fred device to treat a dissecting aneurysm (da) of an internal carotid artery, the device reportedly opened partially. A balloon catheter was deployed to successfully expand the stent to full opening. There was no reported patient injury.